Manufacturer narrative:
The device was returned for evaluation. The evaluation of the device showed that an error alarm 1320 did occur during testing. This error indicates an issue with the real time clock battery connection. The cause of the issue with this connection was not definitely established.

Event description:
It was reported that the device gave an error alarm with message "error 1320". No known adverse effects to patient.